Event description:
Patient reported, right-side possible rupture, "cyst that tested positive for staph infection that was drained," and exchange from textured to smooth implants due to the patients concern with the product. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and ¿cyst that tested positive for staph infection," and exchange from textured to smooth implants due to the patients concern with the product.